Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they had an MRI and the staff assisted in putting the patient into MRI mode and the patient didn't know if the device was taken out of MRI mode. The patient said the staff were having trouble finding the patient's implant and they had asked the patient where their numbers had been set but the patient didn't remember. They said ever since they had that MRI they've had a return of bladder symptoms (urinary frequency and incontinence) and felt like they were at where they were symptom wise before they got the device. They said they had been going to the bathroom non stop and said they had to have urinals in every room because all of a sudden with no warning they would have to go to the restroom and they having to do so much laundry. It was reviewed how to connect with the patient's implant and the patient was able to successfully connect with their impl ant. The therapy was on at 1.1v and the patient was able to increase stimulation to where they felt it comfortably. They will maintain stimulation level and will continue to track symptoms.